Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The condyle screw was returned in broken condition. The breakage had occurred in the ground of the first winding of the connecting thread and the rest of the broken part was stuck into the condyle screw nut. Bright areas on the shaft of the screw were identified as bearing points with the drill hole of the nail. Visual inspection of the distal holes of the nail we can see the screw rubbing around the walls of the hole which also confirm the misalignment while drilling and screw placement. The breakage is in the fatigue manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and it can be ascertained that the breakage is in a fatigue manner, the root cause can be attributed to user related as t2 scn screws are used with gamma nail which is off-label. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that due to the nail and condyle screw breaking, they were removed and replaced to gmrs.

Event description:
It was reported that due to the nail and condyle screw breaking, they were removed and replaced to gmrs.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.